Manufacturer narrative:
H.6. Investigation summary: bd received an opened 20 gauge nexiva single port device from lot 2346924 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities to the device. Next, the engineer inspected the device's lie distance and found it to be within product specifications. Finally, the engineer inspected the device under a microscope and found a tear on the catheter tip. The shape of the tear matched the exact shape of the bevel, suggesting that the needle was not properly seated. Therefore, based off the visual/ microscopic inspection and testing the engineer was able to verify damage to the catheter tip. Unfortunately, the engineer could not determine a definitive root cause for the observed damage. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was defective. The following was recieved from the initial reporter: we have a 20ga nexiva IV cath product# 383517 lot# 2346924 that is defective. It was used on a patient so please send appropriate packaging to send back for investigation 25aug2023: date of event: (B)(6) 2023. Can you describe in detail regarding the defect?: (catheter defect/etc.) Lip on the intravenous catheter over stylet. Any adverse events or serious injury reported to patient or healthcare professional?: risk averted as venipuncture was ceased upon initial skin resistance: concern of catheter fragmentation and emolization. What was the patient outcome?: procedure ceased: no harm other than additional puncture for venous access for the patient. Was there any delay of, or change in, the course of treatment due to this event?: yes. Changed to a different IV catheter insertion device . What procedure was being performed?: attempted venipuncture for IV access. What medication was used in the procedure?: no I personally was the rn that was attempting to use this device when I observed the product quality concern. There was a IV catheter ¿lip¿ on the end of the catheter over needle. Upon attempt to perform venipuncture immediate resistance was noted, ceased attempt with the device. Visually inspected device to note lip on IV catheter over stylet.